Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) to report that the lancet does not fully penetrate and having an issue with the cocking control when she attempted to obtain a blood sample using her one touch ultrasoft lancing device. The complaint was classified based on the customer care advocate (cca) documentation. The patient did not recall when the alleged issue with the subject lancing device began, but it was approximately a few months ago. The patient informed the cca that she manages her diabetes with pills, diet and exercise and due to the alleged issue with the meter, she reportedly increased her dose of metformin (2000 mg) around the same time. She claimed that a few weeks after the alleged issue began, she felt "lightheaded", her "vision was not the best", was "frequently urinating" and "felt really bad." It is unknown what kind of treatment or what kind of action was taken during the interim weeks. She denied receiving any medical treatment due to her symptoms. At the time of troubleshooting, the cca noted that the patient was using the subject lancing device for 6 years and that the patient denied any misuse to the product. Replacement product was sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the reported issue began.